Event description:
Healthcare professional reported left side "severe capsular contracture and rupture of the left implant with seroma and increased breast volume" and "asymmetry". The device remains implanted.

Manufacturer narrative:
(B)(6). The reported events seroma- late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late, capsular contracture baker grade unknown and rupture.